Event description:
A surgeon reports a pt with a loss of bcva in the left eye following uneventful lasik surgery. Pt presented with corneal haze in both eyes at seven months post-op. No other pt records were provided.